Event description:
Incident as reported: laparoscopic gastrectomy: "this is the complaint from the market (our staff from sales and marketing dept): during a laparoscopic gastrectomy, the user felt some resistance when inserting endo gia to the trocar, but the user finished inserting it into abdominal cavity. After that, air leakage occurred during inserting sonosurge scissors (B)(4). When the user investigated the trocar after closing the stomach, the user found the septum was broken." Pt status: since the piece of the septum has not been retrieved yet, probably it still remain in the pt body.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted ot the FDA.